Event description:
It was reported that, that the smartpass feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) was disable. The technical services (ts) recommended troubleshooting options. Additionally, an inappropriate shock was delivered due to fast heart rate and uncorrelation with template, not due to smartpass deactivation. The smartpass was reactivated and will be in continue monitoring. An x-ray was performed, and it was found that the position is not optimal, the physicians will discuss the possibility of repositioning the device. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, that the smartpass feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) was disable. The technical services (ts) recommended troubleshooting options. Additionally, an inappropriate shock was delivered due to fast heart rate and uncorrelation with template, not due to smartpass deactivation. The smartpass was reactivated and will be in continue monitoring. An x-ray was performed, and it was found that the position is not optimal, the physicians will discuss the possibility of repositioning the device. This s-ICD remains in service. No adverse patient effects were reported.